Event description:
It was reported during the implant procedure that the scrub nurse had difficulty placing the balanced middle weight wire in the lead. The lead was placed, but access to the coronary sinus was lost. The lead was then removed, along with the delivery system, and upon inspection, blood was observed under the insulation. A new lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was noted on the distal conductor with no further defect or damage on visual inspection.